Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4)

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+3.0/098 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned. The lens was exchanged for another same model/length but different diopter (axis) lens and the problem was resolved. The cause of the event was unknown.